Manufacturer narrative:
The products were not returned for evaluation and therefore a physical investigation could not be completed. Review of manufacturing documentation was also not conducted as the lot number information is not provided. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation.

Event description:
It was reported that, during a rotator cuff repair surgery, the tendon anchors do not work anymore; they must be soaked in saline in order to be used, but still most of them cannot get out of the puck by the inserter. Amongst several pucks, it was found enough staples to successfully complete the surgery, which was delayed for more than 30 min. The patient was not harmed.